Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a defective alarm mute button on the system controller. If error messages are present, the error message could no longer be acoustically suppressed using the alarm mute button. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: severed orange communications conductor. The reported event of a defective button was not able to be confirmed. The system controller (serial number: (B)(6)) was returned for analysis. The system controller was initially found to be unable to communicate with the system monitor. With a pair of test leads put into the system controller, connection was established. The system controller was able to operate a mock loop for an extended period of time. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.